Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event country united states. It was reported that the patient experienced hypoglycemic event with the value of 24mg/dl on (B)(6) 2025 required to emergency room and was subsequentially hospitalized lessthan 24hrs and was treated with IV. No further information available.